Event description:
It was reported that a faradrive steerable sheath during procedure outside the patient to treat a paroxysmal atrial fibrillation, aspirated air. During the suction test, when the tip was submerged in water, microbubbles appeared inside the syringe. A defective hemostatic valve was suspected; therefore, the product was replaced as a precaution. The procedure was completed without patient complications. The device was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.